Event description:
A customer reported a damaged usb port and that they needed to adjust the cord to charge the device. There was no adverse impact to the customer¿s blood glucose level. The customer, whose device was out of warranty, is in the process of getting a new pump and declined any follow-up from technical support at this time.